Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany.

Event description:
Unomedical reference number (B)(6). Event occurred in germany. It was reported that patient faced infusion set adhesive issue during swimming on (B)(6) 2024. No further information available.